Event description:
It was reported that the patient had two magnetic resonance imaging (MRI), despite the fact that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) was not MRI conditional. After the mris the patient experienced frequent ipg charging. The patient underwent a procedure where the ipg was replaced. Post operatively, the patient was doing well.

Event description:
It was reported that the patient had two magnetic resonance imaging (MRI), despite the fact that the patients spinal cord stimulator (scs) implantable pulse generator (ipg) was not MRI conditional. After the mris the patient experienced frequent ipg charging. The patient underwent a procedure where the ipg was replaced. Post operatively, the patient was doing well.

Manufacturer narrative:
The returned ipg was analyzed and was fully charged during a four-hour cycle. However, it was observed that the ipg discharged overnight. A review of the data log confirmed a high rate of depletion. Due to the ipg's inability to retain a charge, functional testing could not be conducted. Electrical measurements indicated excessive sleep current and low resistance at a node where high resistance was expected. This finding confirms that the application-specific integrated circuit (asic) chip is damaged. Such damage is typically caused by the ipg's exposure to external high voltage or high current transient sources.